Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller reported that the customer went to the emergency room on (B)(6) 2018 at 2:45 pm due to a high blood glucose of over 500 mg/dl. No symptoms were reported at the time of the incident. The customer was treated for high blood glucose via insulin. The customer reported having bent cannulas leading to the emergency room event. Troubleshooting for the high blood glucose was declined by the customer. No troubleshoot was provided for the bent cannulas. No products will return for analysis. Use of the auto mode feature was not provided. The device was not returned.